Event description:
The customer received an error code during the procedure. This occurred near the end of the procedure. The case was completed with a second instrument. No pt consequence was reported.